Event description:
The plaintiff's attorney alleged that on or about (B)(6) 2012, the plaintiff experienced cardio thrombotic stoke, cardiac arrest and all the injuries associated therewith, which is alleged to have been caused by the use of the product.

Manufacturer narrative:
This is one event for the same patient involving two separate products.